Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Attachment: user facility (voluntary/mandatory) medwatch report number: (B)(4). (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported balloon rupture.

Event description:
User facility medwatch received stating the following: physician was in tight stenotic area of distal rca. Balloon did not tolerate high pressure attempt to dilate viessel. It burst. Removed intact. No adverse outcome to patient.